Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
Ligaclip at the time of shooting staples left open and after that the staples were stuck. Used another ligaclip to complete the procedure. Procedure: coronary procedure.